Event description:
It was reported that the inside of the insulin pump is corroded due to corroded battery compartment. It was reported that a battery exploded in the insulin pump. Customer's blood glucose reading was 287 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.